Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, the patient was regularly hospitalized due to node formation at the pigtail of the jejunal tube. The jejunal tube was replaced. After multiple hospitalizations, the wife was asked to observe the nurse on how to change the jejunal tube so she can perform it at home. Every time node formation is noted, the wife will change the jejunal tube. If the node is too large to pass through the peg tube, the jejunal tube is cut and is removed via the natural way. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, the patient was regularly hospitalized due to node formation at the pigtail of the jejunal tube. The jejunal tube was replaced. After multiple hospitalizations, the wife was asked to observe the nurse on how to change the jejunal tube so she can perform it at home. Every time node formation is noted, the wife will change the jejunal tube. If the node is too large to pass through the peg tube, the jejunal tube is cut and is removed via the natural way. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on (B)(4) 2014: the jejunal tube was changed on (B)(6) 2014. According to the patient¿s wife, since (B)(6) 2014 the incident appeared at least two times but she did not know when exactly. The incident led to constant blockage and to a moderated activity due to non-passage of duodopa but which disappeared within 24 hours after the changing the jejunal tube.